Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the seat is leaning forward. She states the seat is very wobbly and states the service center states a part is missing.